Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who had a pipeline vantage implanted. It was reported that corelab image review observed distal braid collapse in the 1-year follow-up dsa imaging performed on (B)(6) 2022. Intimal hyperplasia was also reported in the proximal third and middle third of the stent from the corelab review. Site also noted in-stent parent artery stenosis of 50% or less. The patient was asymptomatic. No additional intervention or treatment was reported.